Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic right hemi colectomy - "I was not present at the hospital or case. The surgeon was removing device from patient and noticed a tear in the alexis sheath. Surgeon is a regular user of alexis and advised scrub nurse that this was not caused by the surgeon. Main concern was that there may be material left in patient - after examination, surgeon happy this was not the case." Patient status - "n/a".

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.